Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was noted on a ventricular tachycardia (vt) monitor episode. The patient's device was reprogrammed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.